Manufacturer narrative:
This complaint concerned an incident that occurred on 11/05/1997 during an rf ablation procedure. The incident involved a dtu-215a stimulator and a medtronic atakr rf generator. When delivery of a lesion was attempted, ventricular fibrillation (vf) was induced, and a 360j shock was required to convert back to sinus rhythm. A second attempt to deliver a lesion, using an ept rf generator in place of the medtronic unit, also induced vf. When the stimulator leads were disconnected, ablation proceeded without further incident. On 12/13/1995, fischer imaging sent a letter to all bloom dtu series stimulator users, advising them of the necessity of disconnecting stimulator leads before delivery of rf energy, when performing ablation procedures (a warning was also added to the device labeling). Fischer issued this advisory pursuant to a letter sent by medtronic to atakr users, advising them of the potential for occurrence of an adverse event when the atakr is used in cunjunction with pacemapping. As described in the medtronic letter, the stimulator isolation unit can rectify rf energy from the ablation unit if left connected during delivery of rf energy. This rectified energy appears at the stimulator outputs as rapid stimulation pulses, which can induce atrial or ventricular fibrillation in the pt. The co's records indicate that the user facility received a copy of the 12/13/1995 advisory letter. Review of the connection info received from the user facility refveals that although the rf catheters to the his bundle were routed through the appropriate switch box (medtronic) or personality module (ept), the stimulator catheters were connected to different areas (coronary sinus and rt ventricular apex) and thus were not routed through the switch box or personality module. As a result, the stimulator leads were not disconnected from the stimulator isolation unit when delivery of rf energy commenced. Although there was no direct connection between the stimulator leads and the rf generator leads, rapid stimulator pulses occurred, which are characteristic of rectification of rf energy by the isolation unit. This may be the result of conduction of energy through the tissues and fluids in and around the heart, or of an "antenna" effect from the rf leads to the stimulator leads, as speculated by the user facility. In any case, the eventual successful completion of the procedure confirms that the incident could have been prevented if the dtu-215a had been operated in accordance with published instructions. Complaint 97-060 is considered closed.

Event description:
Ventricular fibrillation occurred during rf ablation using medtronic atakr, with dtu-215a stimulator for pacing prior to ablation. Three attempts required to defibrillate. Similar occurrence with ept in place of atakr. Dtu-215a leads removed and ablation completed successfully.